Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corroded logic board for error code 243.4070. Replaced corroded motor control board. Replaced corroded rear case, replaced damaged door assembly, replaced corroded left/right iui. Device not affected by lvp bezel post recall a review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 14apr2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device received error code 243.4070. There was no patient involvement.

Event description:
It was reported by the customer, that the device received error code 243.4070. There was no patient involvement.

Manufacturer narrative:
The affected device has been received. And the investigation is pending. A follow up report will be submitted, once the failure investigation has been completed. H3: other text: device not received with pending investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device received error code 243.4070. There was no patient involvement.